Event description:
It was reported that the user experienced recurring low and high blood glucose excursions while using the ilet system and treated lows with 2 glucose tablets followed by 8 oz of juice after only ten minutes, which constituted an improper method and unexpected medication use, leading to roller-coaster glucose patterns. Symptoms included hypoglycemia and hyperglycemia ranging from 61 mg/dl to 304 mg/dl, with rapid glucose falls noted. Outcomes included an unexpected medical intervention requiring oral glucose and juice. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.